Event description:
Related manufacturer report number: 2017865-2025-12197. It was reported that ventricular oversensing due to right ventricular lead (rv) noise was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made to sensitivity. The patient was stable, there were no consequences before, during and after the event.